Event description:
The customer was hospitalized for dka. The customer indicated that the instructions for the quick set were not clear and they were not aware that they had to use two fingers and squeeze the two sides slightly to connect. The customer's bgs have been fine since release from the hosp. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited.